Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient reported intermittent tinnitus, pain increasing over time and fullness with sound when processor is on. The patient will be monitored.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: according to the received information, the reported symptoms are very likely due to known postoperative side effects, such as intermittent tinnitus, taste disturbance and pain. In addition the patient has a history of ear aches prior to being implanted with the ci, which might have contributed to the reported pain. Additionally two channels were switched off due to non-auditory side effects. However, the patient is using the device now without problems. This is a final report.

Event description:
The patient reported intermittent tinnitus, taste disturbance and pain which increased over time when wearing the processor, even at low volume. The pain was described as fluid being generated in the ear, which would increase the pressure and thus cause the pain. The patient subsequently underwent steroid treatment. There was fluid drainage from the ear but the patient no longer experienced the pain in the ear as before. The patient is now consistently using the device on a daily basis.